Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, and vaginal scarring. It was reported that the patient had remeex implanted on 01/07/2010. It was reported that the patient underwent mesh revision on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent lysis of adhesions, abdominal sacro-colpopexy with anterior extension, abdominal paravaginal defect repair, abdominal enterocele repair, perineoplasty, and cystoscopy.

Event description:
It was reported that the patient concurrently underwent lysis of adhesions, abdominal sacro-colpopexy with anterior extension, abdominal paravaginal defect repair, abdominal enterocele repair, perineoplasty, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency, frequency and incomplete bladder emptying. It was reported that the patient underwent overlapping sphincteroplasty, rectocele repair and repair of perineocele on (B)(6) 2014 by dr. (B)(6) md due to rectocele, perineocele, constipation, outlet obstruction, defecatory dysfunction and fecal incontinence/soiling.

Event description:
Details: it was reported that following insertion the patient experienced urinary urgency, frequency and incomplete bladder emptying. It was reported that the patient underwent overlapping sphincteroplasty, rectocele repair and repair of perineocele on (B)(6) 2014 by dr. (B)(6) md due to rectocele, perineocele, constipation, outlet obstruction, defecatory dysfunction and fecal incontinence/soiling.